Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported by the distributor that there was a black dot on the dressing. The product was not used by patient. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a batch record review was completed and no discrepancies were found. All in-process stat sample quality checks were satisfactory. Aquacel foam n/adh 10x10(1x10) nai was manufactured under system application product (sap) code 1703990 and manufacturing lot number 3e03321 on 22 may 2023. System application product (sap) identified the manufacture date as 17th may 2023, but the batch record confirms the batch production began on 22nd may 2023. Lot # 3e03321 was sterilized under work order (B)(4) and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 3e03321. This is the third of four complaints for the affected lot registered within database. The first complaint was for missing print on secondary pack, but the other 3 complaints are all for foreign matter (cloth fibres and black dot). It is likely the foreign matter complaints are related. Three photographs were received for this issue and has been evaluated in accordance with work instructions (wi). The photographs confirm the expected lot, product and the complaint issue where foreign matter in the form of a black dot is seen near the edge of the printed pink polyurethane (pu) of the dressing with a tappi chart. The complaint sample was requested on 14 march 2024 and was and received on 01 may 2024. The complaint sample was received and sent to the lab for analysis to identify the foreign matter. The foreign matter appeared to look similar to contamination identified in complaint, most likely contamination made up from deposited hydrofibre and lubrication fluid. Although 3 complaints have been received for this batch, only a single dressing has been affected for each complaint. With the batch sizes, this would be an acceptable failure rate based on the acceptable quality level (aql)s from procedure, but due to the increase in other foreign matter complaints, this complaint is considered to be part of a trend, resulting in corrective action / preventive actions (CAPA) being raised. The corrective action / preventive actions (CAPA) investigation also covers five other complaints for foreign matter which have been trended together. Assignable root cause is identified as failure of good manufacturing practice (gmp) practices (cleanliness, gowning and other prevention of contamination strategies). These are currently under investigation under corrective action / preventive actions (CAPA) which includes bounding and containment. The dressings are inspected by operators, but as the foreign matter is of such a small size (approximately 0.15-0.2mm on the tappi chart indicated), this foreign matter in particular would have been difficult to spot by human inspection at validated line speeds. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.